Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the machine was overheating. There was no patient involvement.